Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuing elevated blood glucose (bg greater than 560 mg/dl). Ketones were present and identified as being dangerous by a healthcare provider (hcp). Cause was not known; however, hcp reported that the ¿body may break down after many high bgs¿. Insulin injections were administered. Customer was not experiencing an elevated bg at the time of the report.